Event description:
This bed's turn assist feature self activated.

Manufacturer narrative:
Upon complaint review it was determined that this type of self activation has the potential to cause serious injury and is therefore being reported late. The technician could find no problems with the bed or mattress and everything operated within specification.